Event description:
Physician reported right side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as surgical impact opening. (Shell thickness within specification). Additional observations: black mold like appearance observed in the surface of the shell. Red particles observed in the gel. Observed stress marks on the device. No further actions are required as the device was implanted.